Manufacturer narrative:
On 11/11/2019, it was reported to mentor that the patient experienced bottoming out of the left breast implant (device migration) and impaired wound healing on the right breast implant. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 12/23/2019, it was reported to mentor that the patient had removal only (B)(6) 2019 and will have new device on (B)(6) 2020. Facility information: (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: device extrusion and capsular contracture. Concomitant products: a mentor memorygel breast implant 450cc , catalog: 3504504bc, serial number: (B)(4), lot: 7713328. (B)(6). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation revision with a mentor memorygel breast implant 450cc and experienced implant exposure and capsular contracture baker grade ii on the right breast implant. The patient noted tiny holes. As a result, the patient had undergone removal on (B)(6) 2019.

Manufacturer narrative:
On 1/15/2020, it was reported to mentor that the replacement devices from the replacement surgery on 1/8/2020 were mentor memorygel breast implant 440cc. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 09/17/2019, it was reported to mentor that the patient experienced capsular contracture baker grade iii on the right breast implant. The patient had culture tissue biopsy of the right breast pocket. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, it was reported to mentor that the capsular contracture was confirmed to be baker grade iii. Culture tissue biopsy was taken. Both implants were intact. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 10/21/2019, during evaluation of the sample it was observed to be intact. No anomalies were observed. The second product received is related to a concomitant device, there are neither deficiencies alleged nor patient injuries. Therefore, no further investigation is required. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. Extrusion may occur when the wound has not closed or when tissue covering the implants weakens. The incidence of extrusion has been shown to increase when undue pressure is applied on the tissue located over the device, trauma to surrounding tissues may lead to thrombosis, delayed wound healing, improper size, placement, larger sized implants, use of steroids in the surgical pocket and microwave diathermy. Radiation therapy has been reported to increase the likelihood of extrusion. Extrusion may require additional surgery and possible removal of the implant, which may result in additional scarring and/or loss of breast tissue. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. An investigation of the returned device was performed, and mentor could not uncover any device failure that we could connect to the reported medical symptoms, however complaint information will be included in complaint trending that is reviewed by quality assurance to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, it was reported to mentor that baker grade capsular contracture IV on the right breast implant. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 9/18/2019, a manufacturing record evaluation (mre) was performed for the finished device number 7009172, and no non-conformances related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 9/24/2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).